Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the foreign material was in the nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a brown foreign material inside and around the nozzle. As a result of component analysis of the foreign material, protein and silicone component were detected. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined, but it was presumed that foreign material was due to insufficient cleaning because it also adhered to the periphery of the nozzle.